Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer reported that the alarm was resolved by a complete set change. Customer is not to able to troubleshoot at time of call because they are not able to determine the cause of the issue. The customer is returning the product because on her request. The customer was advised that we will replace the supplies.